Manufacturer narrative:
(B)(4). A ship history to the account for the year prior to the reported event date was performed. There were no recorded sales of this product to the reported account. A lot number was not provided by the hospital.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.